Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the reload was noted to be fully fired. Distal staple pushers were noted to be fully advanced. Staples were noted to still be in the jaws until the distal pushers. This is characteristic of firing outside of tissue. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the pulmonary metastasectomy via laparoscopic, while in the lungs; the device had a staple line in complete on the distal site. The first stapler was uneventful, then followed by not stapling to the fabric. There was a tissue loss and surgical extension of another 2 hours due to what happened. To complete the case, over sewed and scalpel were used.